Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient was having an abdominal pain due to surgery. It was noted that the pain was not device related. The patient underwent a lead replacement procedure. No device malfunction was suspected. The patient was doing well post-operatively.